Manufacturer narrative:
The user troubleshot the issue with ge healthcare technical support. It was recommended to replace the manual bag and tube. After replacement of the bag and tube by the user, the issue was resolved. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a malfunction preventing manual ventilation. There was no report of patient involvement.